Event description:
It was reported that lia (lead integrity alert) triggered for high impedance and short v-v intervals, which could indicate oversensing. During the lead revision, it was noted that the lead was not properly connected to the device header. The lead was reconnected, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.